Event description:
It was reported that the patient passed away. The target lesion was located in the mid right coronary artery. A rotawire drive was selected for use. During the procedure, after the device was to be taken out, the tip of the rotawire detached and was left in the patient. Wire retrieval through snare was attempted, but the wire fragment was stuck. Interventional surgery was then performed in an attempt to remove the wire fragment, but the patient passed away. Reported via user facility # (B)(4). Patient was transferred to facility for cardiac catheterization. Cardiac catheterization showed lima (left internal mammary artery) to lad (left anterior descending artery) was patent and native right coronary artery had a subtotal in-stent restenosis in the proximal segment. Balloon angioplasty followed by rotational atherectomy was performed. The procedure was complicated by rotafloppy wire breaking off at the tip and remaining in the distal right coronary artery/right pda (posterior descending artery). Multiple attempts were made with snare, double wire technique to retrieve the wire. This was complicated by the wires getting pinned in the native right coronary artery with occlusion of the right coronary artery leading to acute inferior myocardial infarction. Surgical consult was obtained for emergency salvage bypass surgery and retrieval of retained wire. Given unstable condition with acute inferior myocardial infarction, patient being on antiplatelet therapy and being a p2 sternotomy, he was considered high risk. Surgical consult with vascular surgery was obtained to see if the retained wires could be retrieved through brachial cutdown approach, which was attempted. Patient became hemodynamic requiring intubation, CPR pressor support. Despite multiple efforts they were unable to resuscitate the patient. Finally, after discussion with the family resuscitation efforts were discontinued. Patient expired at 10:30 pm.

Manufacturer narrative:
Updated b2 outcomes attrib to adv event, date of death, b7- other relevant historycorrected e3 init rptr also sent rep to FDA.

Event description:
It was reported that the patient passed away. The target lesion was located in the mid right coronary artery. A rotawire drive was selected for use. During the procedure, after the device was to be taken out, the tip of the rotawire detached and was left in the patient. Wire retrieval through snare was attempted, but the wire fragment was stuck. Interventional surgery was then performed in an attempt to remove the wire fragment, but the patient passed away.